Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: insufficient information source: online review.

Event description:
Customer reporting false negative sars result. Customer states the result was positive by an unknown method at a medical clinic. Symptomatic status is unknown.